Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had elevated capture thresholds over time. It was also reported that the left ventricular (lv) lead had high thresholds. The ra lead was explanted and replaced, and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.